Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. The pump triggered an "unreliable placement signal" alarm. Despite this, the device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data log review shows that the placement signal went out of range and contrast increased in amplitude and oscillated intermittently. No product was returned. The root cause of the optical signal issue was most likely due to a damaged fiber line since the data logs show 5s parameter changes that are characteristic of a fiber break but the location/origin of the damaged fiber line is unknown since product was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.